Event description:
Metal on metal prosthesis part of FDA study. The liner and shell separated, causing the liner to spin out of position, causing the pt pain. As a result, the shell was well fixed in the acetabulum and left in place. Another liner was glued in and the head was replaced.